Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was a tear in the sheath with exposed wires. It was discovered after completing the afib case, that there was about a half-inch hole at the hub of the vizigo¿ sheath and wires were exposed. The issue was discovered after removing the vizigo¿ sheath from the patient's body. It was discovered that the patient had blood loss and was bleeding from the hole discovered in the vizigo¿ sheath. The patient was in stable condition. The patient¿s hemodynamics were not compromised due to the bleeding. The physician ordered labs including hemoglobin and hematocrit to be drawn. The first set of labs showed blood loss but not significant enough for the physician to want to transfuse blood. Per the biosense webster (bwi) representative¿s knowledge from when they left the facility on friday, there was no further intervention nor extended hospital stay required or planned. The approximate volume of blood that was lost was unknown. No medical intervention was required to stop the bleeding. The sheath was removed, and closure was performed as usual. There was no physical damage to the valve or hub. The actual sheath past the handle had a tear with exposed wires. From what the bwi representative could see, the hemostatic valve did not break, and all parts were still connected to the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The tear was discovered upon removing the sheath from the patient. The bleeding was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. The internal components exposed was assessed as a MDR reportable product malfunction. Risk to the patient is critical due to the potential of thrombus from exposure of internal device.

Manufacturer narrative:
(B)(4). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 28-nov-2022. It was confirmed that a baylis curve c1 needle was used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) it was noted on 22-dec-2022 that the follow up report mwr-28092022-0001267766 did not have the concomitant product section populated. The concomitant products were mentioned under the h 10. Additional manufacturer narrative of that report. However, it was not populated in the concomitant medical products section of the 3500a report. Therefore, it was included on this report.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The physician did not feel nor observe any resistance while introducing the dilator, the needle, or the catheter into the sheath. There was no damage observed in the dilator. The only damage observed was to the vizigo¿ sheath. A baylis needle was used. No radiofrequency (rf) energy was delivered while the baylis was in the vizigo¿ sheath. A vizigo¿ wire, baylis wire, and versacross¿ wire were inserted into the sheath during sheath insertion or exchanges. The physician stated that they did not feel any resistance while the sheath was removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 11-jan-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was a tear in the sheath with exposed wires. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the vizigo sheath shaft was observed with a ripped-off condition at the handle transition. The product was returned to biosense webster for evaluation. Bwi conducted visual inspection of the returned device. Visual analysis of the returned sample revealed the sheath was found cut in the proximal section near to handle. Therefore, the device was sent to the device manufacturer to perform an in depth investigation, with the following results: upon return to the device manufacturer, the device was evaluated in the complaint's lab. It was confirmed that the distal shaft section had a large cut/ rupture approximately 1 inch in length just distal of the threaded shaft component. The shaft was broken off inside the handle. The large cut/ rupture in the shaft was through all the shaft materials including the stainless-steel braid wire. There was also damage to inside liner of the shaft. Damage of this kind is not commonly seen within the process and has a high likelihood of being detected by the device manufacturer. The device would fail leak test and or fail borescope inspection, if this condition was present or caused in the manufacturing process. The defect could not be reproduced in the device manufacturer¿s process. Multiple attempts to reproduce such a cut/ rupture by inserting various dilators, mandrels and processing aids into the inside diameter proved unsuccessful. Such a defect would have a high likelihood of being detected if present in the freudenberg process as the shaft would leak at 100% alcohol flush, 100% leak test/ pressure decay testing and 100% borescope inspection as well as 100% visual inspection. Although the cause of this complaint is unknown, it cannot be confirmed to be related or caused by the manufacturing process. It is believed that such damage to the shaft would require high force by a sharp object from the inside of the device. A device history record (DHR) evaluation was performed for the finished device number 50000161, and no internal actions related to the reported complaint were identified. Based on the DHR, the h4. Device manufacture date has been updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)